Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer was not wearing the pump at the time of event and blood glucose level was not affected. It was confirmed that the customer has alternate insulin therapy available.